Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead implant procedure for patient with enlarged right atrium, several placements were attempted, and the ra lead dislodged several times after the stylet was withdrawn. It was also reported that the ra lead exhibited high thresholds in multiple positions. The ra lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.